Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient' has been without stimulation for the past two months. Reportedly, the charger could no longer locate the ipg when the paient attempted to rechage. As a result, surgical intervention was undertaken on (B)(6) 2016 during which time the ipg was explanted and replaced with a new model. Stimulation was restored postoperatively. The issue is resolved.